Event description:
Patient underwent austin and taylors bunionectomy, resection of exostosis and plantar fasciotomy approximately 5 months ago. Patient returned to surgery due to painful hardware,a broken plate and nonunion. She had some bone loss and degeneration at the site with some fracturing of the metatarsal. Patient was determined to have avascular necrosis 1st metatarsal head and nonunion.hardware was removed and a fusion was performed.